Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, end cap broken off. Unable to perform the displacement test due to end cap broken off. (B)(4).

Event description:
Customer reported via phone call that he tripped and fell which ended up damaging the device. Customer's blood glucose was 148 mg/dl. Customer reported the entire bottom cap had broken off. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.